Manufacturer narrative:
(B)(4). Date sent 5/9/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: were the jaws damaged? Was the device difficult to fire? Difficult to open? Did the device would not fire? If other please specify the customer informed me that they never attempted to fire the device. The defect was noticed immediately upon removing the clip appliers from the package and was not used on the patient. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure that the clip applier failed. Then end of the applier looks/is broken and will not fire. Another like device was used to continue with the procedure. There were no adverse consequences for the patient.